Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The product was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a healthcare worker reported the lens to be explanted due to incorrect lens power. The lens was exchanged for another model.